Manufacturer narrative:
Attempts to obtain additional information and device have been unsuccessful. Without additional information or return of device the reported explant cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that 29mm bioprosthetic mitral valve, implanted approximately three months, was explanted due to unknown reasons. The explanted device was replaced with a same model 29mm mitral bioprosthetic valve. Per obtained medical records the mitral bioprosthetic valve was implanted due to endocarditis an mitral stenosis.

Manufacturer narrative:
(B)(4). Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. Pvl can occur as a result of many factors including anatomical factors or technique related factors and is not a result of a device malfunction. In this case, the early postoperative period has the highest incidence of pvl in patients developing infective endocarditis. Although the root cause for this event cannot be confirmed, the patient's history of endocarditis likely contributed to the fragile tissues, leading to the pvl and dehiscence.

Event description:
Edwards received information that this device was explanted due to severe paravalvular leak, secondary to dehiscence. Intra-operative findings revealed the mitral prosthesis had dehisced from about the 4 o¿clock position to the 7 o¿clock position on the annulus. There was no sign of infection but rather the pledgeted mattress sutures has pulled through the fragile tissue. The patient was taken to the intensive care unit in satisfactory condition.